Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 126 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. No pump error 43 alarm noted. Device received with serial number label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.